Event description:
It was reported that the patient experienced a sudden loss of therapeutic effect leading to acute pain. It was noted that this was the first time since implant that the patient did not feel any stimulation and started to have pain. The patient was unable to adjust stimulation, and was only seeing two coupling bars on the recharger. After troubleshooting, the patient was able to see six coupling bars if she sat in a specific position. It was determined that the patient's neurostimulator was turned off. A manufacturer representative had increased the patient's settings approximately a week ago, and the patient was not sure how the neurostimulator was turned off. The neurostimulator was turned back on and the patient was able to feel stimulation.

Manufacturer narrative:
(B)(4). Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).